Event description:
Caller reported a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete pump reset information and guided them through the process. After the reset, no further cgm errors were displayed, and the caller successfully initiated their sensor session.